Manufacturer narrative:
This report is filed on july 21, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed swelling at the implant site, however the issue did not resolve. Subsequently the patient was treated with topical antibiotics and steroids (date not reported).